Event description:
The patient reports undergoing cataract surgery with implantation of the crystalens in the right eye. Immediately postoperatively the patient complained of rings around lights in scotopic conditions only. When his pupils constrict, the rings disappear. The physician verified that the lens is in the correct position. Additional information has been requested from the physician.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.